Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusion was due to a cracked/damaged cartridge. Customer changed the cartridge to address the occlusion alarm. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 198 mg/dl.